Manufacturer narrative:
The prass probe that was changed out during surgery was not returned for evaluation. The cause for the pt's infection is not known.

Event description:
During the surgical procedure one year ago in 2006, a nerve monitoring probe allegedly malfunctioned, and the probe had to be changed out. The pt, through their lawyer, contends that the surgical field sterility was compromised during the change out. Forty-eight hours after surgery, she was found to be "septic".